Manufacturer narrative:
The device was not available for the arjo evaluation right after the incident. There was no arjo device problem reported at that time. The investigation is ongoing. The results will be provided upon conclusions of the investigation. B3. Date of event estimated based on the awareness date. D4. No UDI information is available, the device was manufactured before UDI implementation.

Event description:
Staff members had to initiate cardiopulmonary resuscitation (CPR) on a patient. During the emergency, staff activated the red CPR lever on the bed frame (arjo citadel plus) but did not disconnect the CPR tubing from the maxxair ets pump, which prevented the mattress from fully deflating. The patient expired following the CPR attempts. The arjo clinical specialist was informed of the event not immediately after it occurred, but later during rounding at the rehabilitation facility.

Manufacturer narrative:
The customer did not request a device inspection after the event. Both the citadel plus bed and the maxxair ets system passed pre-rental and post-rental quality checks, confirming that the equipment met all required specifications before and after the rental period, and no malfunction was identified. According to the customer¿s statement, the CPR was not engaged in accordance with the instructions for use (IFU 310115-ah rev.4). The IFU instructs step by step how to activate the CPR on the mattress: "1. Firmly place hand on therapy unit and disconnect hose sets. Cables fit snuggly and may require a sight force to disconnect. 2. Begin CPR. Patient's body weight and CPR process will deflate mattress unit. 3. After CPR is performed and patient is clinically stable, reinsert hose set and adjust comfort control to its original setting. Raise side rails." Although the mattress remained inflated, there is no confirmed causal link between the mattress condition and the patient¿s death. CPR guidelines, such as those from the red cross, recommend performing compressions on a firm surface; however, each facility may follow its own internal protocol. A literature review identified research on the optimal surface for CPR delivery ("the optimal surface for delivery of CPR: an updated systematic review and meta-analysis"), indicating that CPR depth is sub-optimal on all tested surfaces, including inflated dynamic overlay mattresses. This finding does not establish causation but provides context regarding CPR performance on various support surfaces. The investigation concluded that no malfunction was confirmed in either the citadel plus bed or the maxxair ets mattress replacement system that could have contributed to the event. The devices were in working order. The cause of death remains undetermined, and no evidence suggests that the arjo device contributed to the outcome. The arjo device was used for patient treatment at the time of the event and, from that perspective, played a role in the incident. However, the customer has not reported any failure of the arjo device. The complaint is considered a singular occurrence. The complaint was decided to be reportable due to the patient's death when using the arjo mattress. Information about citadel plus: model number: fx811b3b4amabb, serial number: (B)(6) manufactured on 25 nov 2020. B3, b5, g2, h6, h10 were updated based on the information gathered and the investigation performed. D9, h3- the device was not available for the evaluation immediately after the event, however it was returned to the arjo service center and inspected after returning from the rental period.

Event description:
Arjo was informed of an incident during rounding at a rehabilitation facility. Staff members had to initiate cardiopulmonary resuscitation (CPR) on a patient. During the emergency, staff activated the red CPR lever on the bed frame (arjo citadel plus) but did not disconnect the CPR tubing from the maxxair ets pump. As a result, the air mattress was not fully deflated. The patient expired following the CPR attempts. The cause of death is unknown. The exact time of the event is unknown, as arjo was not informed immediately after it occurred. It can be assumed that the event took place between (B)(6) 2025, as the device was rented during that period.

Manufacturer narrative:
The investigation is still ongoing. The results will be provided to the next follow-up report.